Event description:
It was reported that the pressure trace readings were "faulty". The trc would read 180/90 for a short time and then drop to 100/40. Customer tried to zero, but readings would just drop down.